Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutments screw (iunihg) fractured inside the implant. The fractured piece was removed and the implant remained intact. There was no injury or impact to the patient. Tooth location 19.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The certain gold-tite hexed screw (iunihg) was not returned. Therefore, a visual and physical inspection of the product could not be performed. No photographs or radiographs of the screw were available. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) and biomet 3i restorative manual (instrm rev b 10/15) identified information regarding screw fracture under section title warnings and precautions. As per the applicable IFU, improper technique can lead to implant restoration fracture and screw loosening. Surgical manual highlights the torque recommendation under torque matrix ¿ internal connection, page iii. Also, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. The complainant reported that the doctor discovered fractured screw; half was in the crown and the other half remained implanted. The reported event could not be verified, as the product was not returned for inspection. A root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.